Event description:
It was reported that during the implant attempt, the left ventricular lead could not be connected by the device screw. The physician felt that the screw was loosened. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular lead could not be connected by the device screw. The physician felt that the screw was loosened. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) - the device was returned and analyzed and no anomalies were found. However, the device set screw was in the connector bore. Microscopic inspection revealed no damage.